Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that intraoperativly during primary shoulder-tep right side it was not possible to screw the glenosphere into the metaglene. Another glenosphere was available and surgery was completed without any issue. Surgical delay about 8-9 min.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3, h8.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> visual examination of the returned device confirmed the reported allegation, the screw component of the device has the threads damaged and stripped, the damage is enough to confirm the device would not fit its mating component. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> product description: dxtend glenosphere std d38mm product code: 130760138 lot number: 5410251 1) quantity manufactured: (B)(4) 2) date of manufacture: 05/16/2022 3) any anomalies or deviations identified in DHR: n/a 4) expiry date: 04/30/2027 5) IFU reference: w90930 rev. D corrected: h3